Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure. (Fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that insertion flexible tube (ift) fluid, control body fluid damage, insertion flexible tube (ift) broken, insertion flexible tube (ift) leakage, and root brace rubber flexible tube rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.